Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.

Event description:
Peripheral cutting balloon registry.it was reported that in 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located distally below the knee with a 4mm reference vessel diameter and a 15mm target lesion length. The lesion had 80% stenosis pre-procedure and 0% stenosis post-procedure. The vessel was positive for mild vessel tortuosity and moderate calcification at the target lesion. The lesion morphology was tight eccentric stenosis. The patient had a three-month follow up assessment four months later. The target lesion has not remained patent since the index procedure. An adverse event was reported and described as stade IV peripheral vascular disease. No date for this event provided. No intervention has been performed since the index procedure. No further data was provided for this adverse event.the twelve-month patient follow up assessment (date not provided) documents the patient¿s death. The date of the patient's death and the cause of the patient death were not provided. No further data was provided regarding the patient's death.